Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device exhibited post-paced t wave over-sensing. No further information was provided.

Event description:
New information received indicated that device reprogramming was made to resolve post-paced t wave over-sensing. There were no adverse health consequences, the patient was stable.